Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable issue of handle broken/wont turn. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the trip wire was incorrectly secured to the post and slack was not pulled. The suture was cut, likely to remove the device from the scope. This is not considered a problem with the device. The ligator head return with all elastic bands attached and in good condition. A microscope examination was performed under high magnification and the ligator housing was in good condition. A functional evaluation was performed, and the plastic spool would not rotate a 180 degree turn due to the trip wire not being properly secured. No other issues with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot and there was no evidence that the trip wire had been secured. The IFU states, pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs. Secure trip wire in slot on handle unit. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a ligation of esophageal varices performed on (B)(6) 2021. During the procedure, when installing the band and the pulling steel wire tight. The handle got stuck and could not rotate. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. ***correction** it was reported to boston scientific corporation that a speedband superview super 7 device was used during a ligation of esophageal varices performed on (B)(6) 2021. During the procedure, when installing the band and the pulling steel wire tight. The handle got stuck and could not rotate. The procedure was completed with another speedband superview super 7 device. It was reported that there was no difficulty experienced when setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a ligation of esophageal varices performed on (B)(6) 2021. During the procedure, when installing the band and the pulling steel wire tight. The handle got stuck and could not rotate. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.